Event description:
It was reported that the patient with this cardiac resynchronization therapy pacemaker (crt-p) presented to the emergency room (ER) with syncope. Upon interrogation, it was found that the device was in safety mode with no magnet response. It was recommended that this device be replaced. The device was subsequently explanted and replaced. No additional adverse patient effects were reported. This product is expected to be returned.

Event description:
It was reported that the patient with this cardiac resynchronization therapy pacemaker (crt-p) presented to the emergency room (ER) with syncope. Upon interrogation, it was found that the device was in safety mode with no magnet response. It was recommended that this device be replaced. The device was subsequently explanted and replaced. No additional adverse patient effects were reported. This product is expected to be returned. This supplemental report is being filed as additional information was obtained that indicated the device exhibited loss of capture resulting in pauses and syncopal episodes. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Interrogation of the device confirmed it was operating in safety mode. It was confirmed that critical therapy remained available. Review of device memory noted the device had undergone resets which can be indicative of power being lost and then restored. The device case was opened, and the battery was removed and forwarded for detailed testing. Despite analysis, the root cause of the clinical observations could not be confirmed.

Event description:
It was reported that the patient with this cardiac resynchronization therapy pacemaker (crt-p) presented to the emergency room (ER) with syncope. Upon interrogation, it was found that the device was in safety mode with no magnet response. It was recommended that this device be replaced. The device was subsequently explanted and replaced. No additional adverse patient effects were reported. This product is expected to be returned. This supplemental report is being filed as additional information was obtained that indicated the device exhibited loss of capture resulting in pauses and syncopal episodes. No additional adverse patient effects were reported.

Manufacturer narrative:
This crt-p was thoroughly inspected and analyzed upon receipt. Visual examination identified no anomalies. The device recorded three resets on one day; this caused the device to appropriately revert to safety mode operation. A longevity calculation was performed, and this device battery did not last as long as expected. Testing was undertaken and the device reverted to a boot core mode. The device case was removed to facilitate inspection and testing of the internal components. Battery voltage measurements were taken and, during this, the voltage dropped. The battery was removed and replaced with an external power source. The current drain was measured and found to be as expected. The battery was forwarded for detailed analysis but no performance issues could be found. The root cause of the resets that caused the device to revert to safety mode operation could not be determined.

Event description:
It was reported that the patient with this cardiac resynchronization therapy pacemaker (crt-p) presented to the emergency room (ER) with syncope. Upon interrogation, it was found that the device was in safety mode with no magnet response. It was recommended that this device be replaced. The device was subsequently explanted and replaced. No additional adverse patient effects were reported. This product is expected to be returned. This supplemental report is being filed as additional information was obtained that indicated the device exhibited loss of capture resulting in pauses and syncopal episodes. No additional adverse patient effects were reported.

Event description:
It was reported that the patient with this cardiac resynchronization therapy pacemaker (crt-p) presented to the emergency room (ER) with syncope. Upon interrogation, it was found that the device was in safety mode with no magnet response. It was recommended that this device be replaced. The device was subsequently explanted and replaced. No additional adverse patient effects were reported. This product is expected to be returned. This supplemental report is being filed as additional information was obtained that indicated the device exhibited loss of capture resulting in pauses and syncopal episodes. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Device telemetry data confirmed it was operating in safety mode/determined it had undergone resets and that bradycardia therapy remained available. Engineers determined that this device was demonstrating behavior consistent with a high internal cell impedance within the battery. The high internal impedance put this device at risk of experiencing transient voltage decreases (and associated resets) during periods of high-power consumption. When battery voltage drops below a minimum threshold, a system reset is performed. If three system resets occur within a 48-hour period, the device is designed to immediately enter safety mode operation to maintain back-up pacing with pre-defined, non-programmable settings.